Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right atrial (ra) lead. Lead damage due to clavicular crush and lead insulation damage due to overtightened sutures on the suture sleeve were visually observed on the ra lead during the explant procedure. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.